Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of ischemia is listed in the xience prox, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance and subsequent treatments appear to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us. .

Event description:
It was reported that the patient presented emergently experiencing an st elevation myocardial infarction (stemi). The mid circumflex coronary artery was tortuous and the lesion calcified. The lesion was predilated with a non-abbott balloon. A 3.0x33mm xience prox failed to cross the lesion and was removed without issue; however, possibly during pre-dilatation or during the attempt to cross the lesion, slow flow occurred and the patient became unstable. Medications were administered and cardiopulmonary resuscitation was performed. Additional pre-dilatation was performed and a non-abbott stent implanted. The patient stabilized. There was no additional information provided.